Event description:
The customer initially reported that one of the tips of the jaw is attached but hanging off the jaw. On return of the device to covidien and during eval it was found that there was a bare jaw wire.

Manufacturer narrative:
Covidien reference: (B)(6). Date of initial report: (B)(6) 2010. A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.